Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Last name unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that the doctor went put the screw into the implant and it would not seat, doctor believes the threads of the implant are damaged and is requested a rethreading tool. No injury reported. Tooth #18.

Manufacturer narrative:
One imp, tsv,4.7,10, mtx, mg (tsvtwb10) and one unknown zimmer screw were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted on the per. The reported devices have been placed on tooth #18 (universal) for an unknown period of time. X-ray & picture evaluation: picture/x-ray image was not provided. Appropriate documentation was reviewed. DHR review for the lot (62975923) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR was not reviewed for the screw since the lot number was unknown. Complaint history review was performed for the reported lot number (62975923) for similar events and no other complaint was identified. However, complaint history was not reviewed for the screw since the lot/item number was unknown. Based on the available information, device malfunction and the reported event could not be verified since the products were not returned.

Event description:
No further event information available at the time of this report.